Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for failed battery test. Customer¿s blood glucose was 114 mg/dl. Customer reported that has to continuously twist the battery cap in order for the pump to read the battery and for some reason it¿s not accepting the battery. Customer reported that insulin pump did not alarm with replace battery now. Customer stated that the battery has not been used before in pump or another device. The customer was assisted with troubleshooting and again received failed battery alar. Customer was sent out a replacement battery cap. The insulin pump will not be returned for analysis.